Manufacturer narrative:
The report of no external power alarms was confirmed through the analysis of a submitted data log file. The log file contained approximately 46 days (B)(6) 2018 ¿ (B)(6) 2018, per timestamp). The log file revealed that on (B)(6) 2018 at 23:09:43 while connected to the mobile power unit (mpu), the rsoc voltage levels of the power cables dropped from expected ~12v down to ~3.6v due to ac power loss causing the system to function on backup batteries. The mpu used at the time of the reported event was not returned for analysis. The mpu remains in use and no further issues have been reported at this time. The root cause of the no external power alarm was related to loss of ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # (B)(4). This report was submitted as additional information. Section f9: approximate age of device - 4 months correction: h4.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has experienced 3 no external power alarms at varying times of the day. The patient stated not completely losing power to the system controller at the logged times. During the analysis, the manufacturer's technical service representative observed the no external power alarms that occurred both on battery and mobile power unit (mpu). The ones on battery seemed to be an issue with the battery clips. It was recommended to clean the battery clips and the battery terminals. The one on the mpu seemed to be an issue with the power cord coming loose. There were no other unusual events seen within the log file. No additional information was provided.